Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a tilted tip, even though there were no conflicts during use. The customer was unable to fix the tip, so the instrument could not be used again. There was no report of fragment(s) falling inside the patient. After the procedure, the instrument and sheath were removed, and the sheath was found damaged. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube . The complaint regarding a tilted tip was confirmed by failure analysis.the probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.